Event description:
It was reported by the patient¿s mother that, on (B)(6) 2026, the patient experienced elevated blood glucose levels after approximately 5-24 hours of pod wear on the leg. Blood glucose was reported to have increased to 28 mmol/l (504 mg/dl) and did not decrease despite administration of a 6-unit correction bolus dose. The pod was replaced, followed by an additional bolus dose using the new pod; however, the elevated blood glucose persisted. The patient developed ketones at 0.6 mmol/l, which prompted the mother to seek medical attention. The patient was subsequently hospitalized at ysbyty gwynedd hospital. Treatment during hospitalization included insulin injections, and a new pod was activated prior to discharge. The patient remained hospitalized for approximately two days and was discharged on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.